Event description:
The patient reported feeling the device go off for several days one time each day. The patient indicated that one day the device went off twice. Follow up with the patient's physician indicated that the patient had not been seen. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.